Event description:
It was reported that the connection port on the upper left body of arctic gel pad was deformed and could not be connected, so another set was opened and used. Per follow up information received via task on 05aug2025, sample will be returned, and they let know the tracking ID in near future. No impact to the patient due to the use of the product.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted one opened small arctic gel right chest pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. Both ends of the connector were deformed. The pad could not be connected to a fluid delivery line. Tubing for the pad noted no kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pad. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the connection port on the upper left body of arctic gel pad was deformed and could not be connected, so another set was opened and used.